Event description:
Report received of power loss resulting in a delay in critical therapy while in pt use. The pump was programmed to deliver an unspecified antiarrhythmic drug at an unspecified rate. The pump was unplugged from ac power to transport a pt from the intensive care to the operating room. During transport while on dc power, the pump powered off and reportdly all the programmed parameters were lost within approximately sixty seconds. The physician stated the pump did alarm before powering off. During the time the pump was off, the pt access clotted. The physician unclotted the access by flushing the line, which caused "some" delay in critical antiarrhythmic therapy. The pt was treated with bolus dose of the unspecified antiarrhythmic. The pt was reported to remain stable during the delay of critical therapy. There were no reported pt sequelae. The device was removed from clinical service, but no isolated or identified by a serial number. Therapy was resumed using a replacement device. Though requested, the customer declined to provide additional info.